Event description:
It was reported that there was a broken lead. The patient had two leads for their neurostimulator. One was broken, or at least not working for the past year. The patient asked if could cause some discomfort and/or pain. The patient also asked if it was necessary to have it repaired. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had not been seen by the doctor since 2009. There was an open circuit. It was to be revised as soon as possible. A new left spinal cord stimulator (scs) lead and a new implantable neurostimulator (ins) were planned.

Manufacturer narrative:
Concomitant: product ID 3888-33, lot# v000051, implanted: 2006-(B)(6), product type lead. Product ID 748940, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 748940, serial# (B)(4), implanted: 2006-(B)(6), product type extension. Product ID neu_unknown_lead, product type lead. (B)(4).